Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were intermittently unresponsive. The patient stated that this has been happening for the past couple of months. The patient stated that there was no damage to the pump and the pump was not exposed to moisture. The patient reportedly wore the pump clipped to the waist and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: there was no damage or peeling to the keypad. All of the keypad buttons were intermittently responsive. Contamination was found on all of the button contacts.